Event description:
During the evaluation of a returned colleague infusion pump (uim software version 5.04.00/unremediated), an inoperative channel select button on channel c was discovered. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
(B) (4). Eval summary: during the eval of a returned colleague infusion pump, an inoperative channel select key was discovered on channel c. This was determined to have been caused by a defective channel c pump head module (phm) keypad. The channel c phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA (B) (4).